Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Add'l pt/event info has been requested and no details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
The following complaint was reported. System could be blocked only with max 20ml instead of 45ml.